Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a low circuit leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the device failed steps during testing. The device's sensor board was replaced to address the issues.